Event description:
Patient reported that when they removed their aligner their cap on their tooth fell off, tooth broke. Requested additional information and provided information on compromised crowns.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.